Event description:
The patient reported eight v-go 40 devices fell off his body from a new box. The patient reported that product samples are available for return to the manufacturer for evaluation. However, to date, no product sample has been received.